Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Based on the information reviewed, a conclusive cause for hemorrhage could not be determined in this complaint. The reported hypotension appears to be due to the reported hemorrhage. The reported medication requirement was a result of case specific circumstance as high dose catecholamine was given that resulted in patient stability. The reported patient effects of hemorrhage and hypotension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report hemorrhage and treatment with medication it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium and dilated left atrium. The steerable guide catheter (sgc) was advanced to the mitral valve without issue, and the clip grasped the leaflets when the patient's blood pressure dropped. Then bleeding of the groin was observed. Medication was administered and the patient was stable. The procedure continued with the same sgc, and the clip was deployed. After removal of the sgc, no bleeding was observed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.